Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that 17 units of insulin was accidentally delivered, and the customer was only supposed to receive 1.5 units. Customer's blood glucose level at the time 170mg/dl. No additional information was provided.